Manufacturer narrative:
The patient¿s gender was not provided. (B)(4). Approximate age of device ¿ 52 days. It was reported that the device would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient support was withdrawn on (B)(6) 2016 due to failure to thrive and severe malnutrition, complicated by fluid overload and gi bleeding. There were no device issues reported. No further information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device was not returned to the manufacturer for evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.